Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using one gore tag thoracic endoprosthesis. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The diameter of the aneurysm was 23.5mm. Subsequent follow-up imagings showed no issues with shrinkage of the aneurysm to 23.0mm. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 30.0mm. No endoleaks were reported. The physician elected to monitor the patient. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm was 30.0mm. No endoleaks were reported. The physician elected to monitor the patient. According to the cro in (B)(6), no further information is available.